Event description:
The customer reported that the sys would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram and batteries were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.